Event description:
Device generated an electronic error without generating an alarm (error was displayed on device screen, but there was no audible alarm). Patient stated that error occurred during the night, and patient did not know that patient was not getting insulin. Patient reported having high blood glucose (429 mg/dl) as a result this incident. Patient will temporarily switch to insulin injections. No treatment was received.